Event description:
An end user called in and stated she has been experiencing a red irritated area which began under the tape border and has gotten progressively more serious over the past two years. The end user went on to state in (B)(6) 2013, the entire area under the tape border on all four sides became red, open and very tender. The end user also stated the area extended past the borders of product.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated a physician prescribed a steroid cream, however after she finished using the product the redness reappeared. The end user was also educated about the possible benefits of using an anti-fungal powder. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.